Event description:
Parts of the diamond coating on a bur had separated from the base, lodged in bone and 'required extensive surgery to remove the sections' from a pt. The bur was being used to go in alongside the tooth to remove something when the diamond coating separated from the bur. It took about an hour to remove two of the pieces with an endodontic explorer while the pt was still in the chair. There was one more piece (the tip) remaining in the pt. The pt is fully aware of its presence and possible complications. The doctor believes it will be inert.

Manufacturer narrative:
The product involved in the event was returned. An investigation is currently in process. When the investigation is completed, the results will be reported.